Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the following findings noted: the product was hx-202ur. The lot number was "1zk" and the supplementary information was "02". Inspection noted, there were no external problems such as buckling of the coil sheath or damage to the operation part. The clip was not released. When it was pushed the clip out of the tube, the clip opened. Testing noted, it was able to open and close the clip by operating the slider. The limiter in the operation part of the subject device was not broken. Testing of the device, it was able to release the clip by pulling in the slider while the product was straight. There were no other abnormalities that could lead to the event which was reported. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that when the surgeon tried to release the tip clip, the clip could not be released after grasping the mucosa. The user was able to released the grasp by pushing and pulling the slider and device was removed. The device was replaced and the intended procedure (therapeutic hemostasis) was completed using a similar device. There was no patient harm, no injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and product structure, it¿s likely the slider was not fully pulled until the limiter placed in the control section broke. Therefore, the clip could not be released from the product. The root cause was unable to be identified. The instructions for use state the following warnings: ¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result.¿ olympus will continue to monitor field performance for this device.